Event description:
Blood loss d/t pump malfunction - inappropriate air alarm unable to be resolved despite following troubleshooting prompts and no visible air seen. Pump will not prime cartridge despite troubleshooting with 24 hour nxstage help line.